Event description:
It was reported that a user experienced a sensor error after applying a new libre 3 plus sensor, resulting in signal loss to the ilet and an extended warmup notification. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and continued device use after education. Investigation included troubleshooting and user education. Investigation of this case revealed that the sensor required additional warmup time and resumed function without further intervention. It was concluded that the device operated as expected after extended warmup and that no device malfunction was confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.